Manufacturer narrative:
The root cause of the patient injury, retroperitoneal bleed, was most likely patient condition related. The relationship between the bleed and impella was unable to be determined due to insufficient clinical details. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient who arrived to the emergency room with an abnormal EKG and chest pains was implanted with an impella cp for mechanical circulatory support and transferred the patient for a coronary artery bypass graft (CABG) consult. It was reported while on impella cp support, the patient experienced a small retroperitoneal bleed. The medical team planned on explanting the impella cp the following morning and heparin was discontinued for the planned event. However, during the weaning of the impella for explant, the patient became hypotensive and the medical team then decided to abort the explant. The patient was then successfully escalated to an impella 5.5 the following morning for increased support for a planned CABG. The patient's outcome at explant and procedure was noted to be survived.